Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow accuracy during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an over-infusion was reproduced. The flow accuracy testing was done at a rate of 25 ml/hr and resulted in a error percentage of -6.36%, which is out of specification of the accepted range of -5% to 5%. A review of the event history log revealed the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification pressure plate spring. The pressure plates springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.